Manufacturer narrative:
This info was not provided during initial report. Additional info has been requested. Investigation could not be completed; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without lot number.

Event description:
Three weeks to one month postop x-rays showed the ti soft rod disengaged from the two (2) bottom ti pangea polyaxial screws at l4. The locking caps remained attached to the l4 screws. Original procedure was for a lumbar fusion at t12-l4 and a l3 corpectomy completed 2 days prior to the lumbar fusion. Surgeon removed the two screws at l4 and locking caps and kept the original rod in place. Surgeon noted rod looked fine. This is one (1) of three (3) reports submitted on this event.